Manufacturer narrative:
Meter (B)(6) has been returned and investigated with a known-good retained battery. Visual inspection performed on the returned meter and strip port module and no issue was observed. Installed retain batteries into the meter. Meter powered on with button depression. Lcd was observed during power up/ self-test sequence and no issues were observed. Control solution test was performed and the result was within the specification range. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. The precision strip has been requested back for an investigation and the customer agreed to return the device. However, precision strip has not been received at this time despite follow up attempts by adc. A valid serial number has not been provided for the strip. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strip continue to be safe, effective, and perform as intended in the field. Stability data for precision strip was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and the precision strip; no trends were identified that would indicate any product related issues. Dhrs (device history review) for the precision pro meter was reviewed and the dhrs showed the precision pro meter met specifications prior to release to distribution. Dhrs (device history review) for the strip port module was reviewed and the dhrs showed the strip port module met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue was reported with the abbott diabetes care (adc) device by a healthcare professional (hcp). The hcp obtained a reading of 45 mg/dl on the precision xceed pro meter compared to a reading of 380 mg/dl obtained on another adc meter. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the reporter agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue was reported with the abbott diabetes care (adc) device by a healthcare professional (hcp). The hcp obtained a reading of 45 mg/dl on the precision exceed pro meter compared to a reading of 380 mg/dl obtained on another adc meter. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.